Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter leaked due to a crack in the hub.

Manufacturer narrative:
H.6. Investigation summary: DHR- the lot was manufactured on afa line 11 from 27mar18 through 31mar18 per qn 200741162 (rework) 264,010 units were pkg. Line 11 and 158,400 units were packaged on pkg. Line 8 from 29mar18 through 30mar18. The qn (running under mfg. Risk) was not related to the failure subject of this investigation. All other challenge, set-up and in process inspections were performed according to the control plan. Received a 20ga iag catheter-adapter assembly connected to a miscellaneous extension set, the unit was received along with an open-empty package from lot number 8061541. The remainder of the unit was not returned for evaluation. Visual/microscopic evaluation: traces of bodily fluids were observed throughout the assembly. Observed a crack in the adapter body which ran linear with the unit. Water-leak test: leakage at the damaged area was observed during the water-leak test. Conclusion: a definite failure that caused the damage on the adapter of the used unit received for evaluation could not be established. It is uncertain whether the defect observed was caused by manipulation of the device prior/during insertion or by the manufacturing process as the product was received used and out of the original package.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter leaked due to a crack in the hub.